Event description:
It was reported that during arthroscopic shoulder surgery with the vapr electrode, the pt received burns around the entrance to the cannula and down the arm. Burns around the cannula resulted in loss of surface skin. Burns look to be the result of over-heated fluid from the joint. A plastic surgeon was consulted and pt received burn gel. The case was completed using a similar device.

Manufacturer narrative:
The device has not been returned to mitek for failure analysis. It was reported that during arthroscopic shoulder surgery with the vapr electrode, the pt received burns around the entrance to the cannula and down the arm. Burns around the cannula resulted in loss of surface skin. Burns look to be the result of over-heated fluid from the joint. A plastic surgeon was consulted and pt received burn gel. This type of failure indicates that this was a user issue, a case of inadequate fluid management which has been identified as the precipitator for these types of adverse events. We attribute the issue to technique. No further action is warranted.